Manufacturer narrative:
The other adverse event issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location has been ruled out as a potential cause. The stimulator is used to treat pain. The cause of the swelling and pain is occurred before the implant procedure and is the reason the patient has a stimwave device. Therefore, conclusion has been selected as no problem found, as no new issue has presented since implant. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling and pain post-implant procedure. The patient had issues with swelling before the implant procedure and it is normal for the patient's ankles to swell from a lot of walking and standing. The swelling has gone down, the patient is wearing compressions socks and the pain is tolerable with the stimulator. An explant/revision procedure is not planned at this time.